Event description:
It was reported that the impedance for both leads had risen from 1000 ohms to 2500 ohms approximately one year ago. Due to the increasing lead impedance and the patient being pacing dependent, the two leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.